Manufacturer narrative:
The suspected rotor was returned to the manufacturer for analysis. Analysis found that the returned hardware filed visual inspection, pulley on drive assembly was bent, causing rubbing and scraping on drive assembly. Analysis found that the reported event was related to a physical damage. The suspected ratchet handle was returned to the manufacturer for analysis. Analysis found that the ratchet did not rotate clockwise or counter clockwise. Analysis found that the reported event was related to a mechanical issue.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. Analysis found no fault with this component. The rotor tractor was returned to the manufacturer for analysis. Analysis found physical damage to this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the rotor tractor drive and gantry motion controller were replaced without resolution. A representative then returned to the site, replaced the gantry motion controller that was installed prior and functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date unavailable.

Event description:
Medtronic received information that, while in a posterior lumbar spinal fusion, the gantry of the imaging system emitted a clicking noise when attempting to move from an ap to lateral image acquisition position. It was noted that the gantry would not move and that the noise would continue when attempting to open the gantry. It was noted that the site manually opened the gantry to continue with the procedure. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.